Manufacturer narrative:
UDI: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. A review of the service history record indicates that the device had been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking components of the motor device were damaged. It was noted that the tool did not stop, and the lock was damaged. It was further determined that the device failed pretest for safety assessment, rotational speed assessment, noise assessment, and handpiece temperature assessment. It was noted in the service order that the device was not working as the drill devices could not be attached. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.